Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for radicular pain syndrome(radiculopathies). It was reported that the patient had not charged their ins since about 6 months after implant. They stopped charging because it was too difficult to charge. It was noted the patient could not remember if their device was helpful or not. The rep wanted to know the patient's settings to determine if a non-rechargeable battery would be a viable option for the patient. They inquired if a jumpstart could be performed if the ins had reached end of service (eos) and if a jumpstart could occur if the ins had not been charged since six months after implant. It was reviewed that it would not be possible to get the battery to work again if it reached eos and if the ins had gone into overdischarge that long ago that it would be a big time investment to try and get the ins working again. It was noted the patient had indicated interest in replacing the ins with a non-rechargeable device. The rep was going to meet with the patient and the doctor on (B)(6) 2018 and was going to discuss what the next steps would be. Additional information was received from a manufacturer representative (rep). It was reported that no symptoms were reported in association with the overdischarge. An eos message was not seen. The patient was considering ins replacement. The overdischarge was not resolved and the patient was going to contact the healthcare provider (hcp) if they were interested in replacement. Additional information was received from a manufacturer representative (rep). It was reported that no additional attempts were planned at this time to recover the battery from overdischarge. The patient has not yet decided on battery replacement. No further complications were reported.